Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, when the right ventricular (rv) lead was connected to the device header, the lead could not be secured in the header. The device was removed and was not implanted. Another device was used. No patient complications have been reported as a result of this event.